Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. The same lot of test strips believed to be involved in the incident were tested recently and performed to specification. Customer did not return product.

Event description:
Caller indicated the relion confirm meter was giving variable results. Caller states that yesterday ((B)(6) 2015) he tested in the morning and got a result of 51 at 6:42 am, he retested at 6:46 am with a result of 40 and tested again at 6:48 am and got a result of 337. He states that preps his fingers with alcohol and sterile cotton ball and allows the alcohol to dry all the way. He uses a new lancet each time. He mentions that he has to "poke himself hard" to get a blood sample and that he will not use the side of his fingers to test as this can lead to infections. I reviewed the meter memory with him and verified the readings and times. He states that for some reason the time was wrong for a reading he took on (B)(6) 2015 at 10:51 am but a previous reading of 264 at 7:17 am on (B)(6) 2015 was accurate. He is used to seeing his readings in the 200s in the morning and if "my blood glucose reading was 40 I would be unconscious." Customer states that he is not on any medications, no oxygen therapy and "uses cinnamon" to treat his diabetes. He also states that he has not been eating as healthy as he should. He did not seek treatment as he felt that the readings were not accurate and he felt fine. He is currently using a meter he bought at another pharmacy.